Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their first implant was explanted because it was not giving them the proper coverage that they needed in their right ankle. The patient noted it was only giving coverage in their knee. They had their implantable neurostimulator (ins) and leads replaced and repositioned to help with the pain in their ankle. No further complications were reported. The patient was implanted for spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2017 reporting that the ankle pain resolved with the replacement. The patient weight at the time of the event was (B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.